Manufacturer narrative:
The primary report of the autopulse platform (B)(4) displaying user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during functional testing and archive data review. The root cause is the defective sensor cabling. During functional testing, the platform displayed ua 41 error message on the user control panel upon power up. The platform was rebooted and fault was cleared, following this the platform displayed ua 41 intermittently. The secondary report of the platform's fan was giving a loud sound was not confirmed during functional testing. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages. As part of routine service during testing, the platform was examined and found damaged front enclosure. This issue is unrelated to the ua 41 error message. Upon replacement of the front enclosure and temperature sensor, the console was further tested and passed all final specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse serial number (B)(4).

Event description:
During patient use, the autopulse platform (B)(4) displayed user advisory (ua) 41(patient temperature sensor failure) error message. The crew turned off the platform and turned it on and observed that the fan was loud. No known impact or consequence to patient reported.